Event description:
It was reported that during a high anterior resection, the device fired malformed staples and the release bottom could not be released. The procedure was completed with sutures. No additional information is available at this time.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.